Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. Correction: b5. B5: update reference from "small" to "large". H4: the lot was manufactured between august 22-23, 2023. H11: the actual device was received for evaluation without containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The infusor sample was determined to be conforming product. The reported condition could not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor overinfused during infusion. The expected therapy time was 46 hours, but the infusion completed approximately 6 hours faster than expected. The device contained 230ml total volume of 5-fluorouracil (40ml) and saline (190ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.